Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown stem, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04293.

Event description:
It was reported patient underwent right total hip arthroplasty .subsequently, patient underwent a revision procedure 8 years post implantation due to altr reaction secondary to tribocorrosion/pain. Attempts were made to obtain further information; however, none is available.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported 0002648920-2019-00080.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-0080.